Manufacturer narrative:
Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the balloon fell off the trocar after blowing up. Retained in patient (groin). Remained laparoscopic but extended the time of the case. The patient was not adversely affected by this failure.